Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in a female patient who had essure (ess205) (batch no. 620732) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual disorder, uterine leiomyoma, gravida ii, miscarriage (2), bleeding breakthrough, thermal ablation, parity 2 and multiple cesarean sections. Previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included hypertension, dysfunctional uterine bleeding, fibroids, throat edema, premenopausal menorrhagia, cervicitis and leiomyoma nos. Concomitant products included amlodipine and hydrochlorothiazide. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety and dysmenorrhoea outcome was unknown and the migraine and menstrual disorder had resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: ??-jan-2008 and (B)(6)2008. As per mr - (B)(6) 2007. The right cornu was visualized, the essure device was placed without any difficulty , the three coils were visualized, the same procedure was carried out on the opposite side without the difficulties. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2007: result: unilateral occlusion (right tube occluded).. Pregnancy test - on (B)(6) 2007: result: negative.. Ultrasound scan - on (B)(6) 2007: result: three or four fibroids in the uterus. All are small less than 3.0 cm size. 2. No other significant findings.. Lot number: 620732 manufacture date: 2006-06 expiration date: 2008-05 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. After internal review, essure insertion date was updated to (B)(6) 2007, and essure model was updated from 305 to 205. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), pelvic pain ('physical pain/pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual disorder, uterine leiomyoma, gravida ii, miscarriage (2), bleeding breakthrough, thermal ablation, parity 2 and multiple cesarean sections. Previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included hypertension, dysfunctional uterine bleeding, fibroids, throat edema, premenopausal menorrhagia, cervicitis and leiomyoma nos. Concomitant products included amlodipine and hydrochlorothiazide. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines/ headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingo-"oophorectomy", ablation and hysterectomy with bilateral salpingo-"oophorectomy"). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, mood swings, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, migraine and menstrual disorder had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008 and (B)(6) 2008. As per mr - (B)(6) 2007. The right cornu was visualized, the essure device was placed without any difficulty , the three coils were visualized, the same procedure was carried out on the opposite side without the difficulties. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2007: result: unilateral occlusion (right tube occluded). Right occlusion only. Pregnancy test - on (B)(6) 2007: result: negative.. Ultrasound scan - on (B)(6) 2007: result: three or four fibroids in the uterus. All are small less than 3.0 cm size. 2. No other significant findings.. Lot number: 620732 manufacture date: 2006-06 expiration date: 2008-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event outcome updated for vaginal hemorrhage, menorrhagia. Seriousness criteria removed for event " genital hemorrhage." We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in a female patient who had essure (batch no. 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual disorder, uterine leiomyoma, gravida ii, miscarriage (2), bleeding breakthrough, thermal ablation, parity 2 and multiple cesarean sections. Previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included hypertension, dysfunctional uterine bleeding, fibroids, throat edema, premenopausal menorrhagia, cervicitis and myoma. Concomitant products included amlodipine and hydrochlorothiazide. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and menstruation irregular ("abnormal menstrual bleeding"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety and dysmenorrhoea outcome was unknown and the migraine and menstruation irregular had resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008 and (B)(6) 2008. The right cornu was visualized, the essure device was placed without any difficulty , the three coils were visualized, the same procedure was carried out on the opposite side without the difficulties. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2007: result: unilateral occlusion (right tube occluded). Pregnancy test - on (B)(6) 2007: result: negative.. Ultrasound scan - on (B)(6) 2007: result: three or four fibroids in the uterus. All are small less than 3.0 cm size. 2. No other significant findings. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Essure lot number added. Following events were added: mood swings, abnormal bleeding (vaginal), menorrhagia, depression, mental anguish, migraines/ headaches and dysmenorrhea (cramping). Event severity added for: physical pain/pelvic. Event outcome added for: physical pain/pelvic, migraines/ headaches and abnormal menstrual bleeding. Reporters, medical history, lab data, historical, treatment and concomitant medications were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), pelvic pain ('physical pain/pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual disorder, uterine leiomyoma, gravida ii, miscarriage (2), bleeding breakthrough, thermal ablation, parity 2 and multiple cesarean sections. Previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included hypertension, dysfunctional uterine bleeding, fibroids, throat edema, premenopausal menorrhagia, cervicitis and leiomyoma nos. Concomitant products included amlodipine and hydrochlorothiazide. On (B)(6) 2007, the patient had essure (ess205) inserted. In april 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines/ headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In may 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on 20-nov-2008. At the time of the report, the uterine perforation, mood swings, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, migraine and menstrual disorder had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: ??-(B)(6) 2008 and (B)(6) 2008. As per mr - (B)(6) 2007. The right cornu was visualized, the essure device was placed without any difficulty , the three coils were visualized, the same procedure was carried out on the opposite side without the difficulties. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2007: result: unilateral occlusion (right tube occluded). Right occlusion only. Pregnancy test - on (B)(6) 2007: result: negative.. Ultrasound scan - on (B)(6) 2007: result: three or four fibroids in the uterus. All are small less than 3.0 cm size. 2. No other significant findings.. Lot number: 620732 manufacture date: 2006-06 expiration date: 2008-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), pelvic pain ('physical pain/pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('gen. Abnorm. Bleed') and menorrhagia ('menorrhagia') in a female patient who had essure (ess205) (batch no. 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual disorder, uterine leiomyoma, gravida ii, miscarriage (2), bleeding breakthrough, thermal ablation, parity 2 and multiple cesarean sections. Previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included hypertension, dysfunctional uterine bleeding, fibroids, throat edema, premenopausal menorrhagia, cervicitis and leiomyoma nos. Concomitant products included amlodipine and hydrochlorothiazide. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("mental anguish"), migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation and hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, migraine and menstrual disorder had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008. As per mr - 30-mar-2007. The right cornu was visualized, the essure device was placed without any difficulty , the three coils were visualized, the same procedure was carried out on the opposite side without the difficulties. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2007: result: unilateral occlusion (right tube occluded). Right occlusion only. Pregnancy test - on (B)(6) 2007: result: negative.. Ultrasound scan - on (B)(6) 2007: result: three or four fibroids in the uterus. All are small less than 3.0 cm size. 2. No other significant findings. Lot number: 620732 manufacture date: 2006-06 expiration date: 2008-05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Events abdominal pain, gen. Abnorm. Bleed and perforation: uterus added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.